Event description:
Berlin vad noted by alarms and staff not to be functioning properly. Vad assessed to not be ejecting and patient with acute decompensation. Md and surgical team called to bedside and with immediate response and surgical intervention to change vad. Potential delamination of membrane noted by surgeon.